Manufacturer narrative:
Date of event is an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient made an inquiry about the composition of implants due to allergy problems. This report is for a 3.5mm titanium (ti) cancellous polyaxial screw 20mm. This is report 4 of 8 for (B)(4). Additional reports are captured under (B)(4).